Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose reading and blood glucose reading. The customer also reported hypoglycemia was treated with corrections. The event involved product(s) mmt-7040d1. Troubleshooting was performed. Sensor glucose value from reported event was 5.8 mmol/l and blood glucose value from reported event was 2.9 mmol/l. Customer taken paracetamol as medication. The difference between sensor glucose and blood glucose was not within the range, was more than 30%. Troubleshooting was partially performed for low blood glucose and it was unknown whether the customer had used the pump within 48 hours of reported event or not. No further patient complications were reported. Product return for mmt-7040d1 is not expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: pump was not suspended due to the difference. Customer takes paracetamol, which can falsely increase sensor glucose values. Pump was likely used at the time of the low. It was unknown if smartguard was used.